Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the arms and may have developed paradoxical hyperplasia (ph) after treatment. Additional information including device information and treatment date not received.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 (applicator), d1 corrected data: b5 (diagnosed with ph), h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the bilateral upper arms on (B)(6) 2019 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph by a medical professional on (B)(6) 2024.

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).